Event description:
Within the last few months, while performing a robotic hysterectomy, md asked for a robotic clip applier. After loading the clip and using as directed, the 8mm large clip applier instrument's jaw would not close to be able to take the instrument out of the robotic port. The emergency manual shut off was pushed to recover the instrument, chuck key was opened to manually close jaws, and instrument was removed from the abdomen. No harm to patient, and procedure continued.